Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one crosser iq ultrasonic cto device was returned for evaluation. Upon visual evaluation, distal tip was detached and not returned. No functional test was performed due to condition of device. Based on the findings, the investigation is confirmed for the identified detached issue as the as the distal tip was completely detached from the device along with the marker band. However, the investigation is unconfirmed for the reported material frayed issue and inconclusive for the reported retraction and entrapment issue as the reported issue could not be replicated in the laboratory conditions. A definitive root cause for the reported material frayed, retraction and entrapment, identified detachment issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2023), g3, h6 (device) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the tibioperoneal trunk via the peroneal artery access, the catheter was allegedly found to be lodged. It was further reported that the tip of the catheter allegedly got frayed and a part got stuck in the patient's vessel wall. Reportedly, after trying to retrieve the catheter numerous times out of the peroneal, the physician was able to get the support catheter to advance over the tip of the catheter, and it was removed from the body with extreme difficulty. Apparently, the device malfunction had caused a vessel dissection and the patient was administered with additional sedation medication to treat the pain. The patient is stable now.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.

Event description:
It was reported that during a recanalization procedure in the tibioperoneal trunk via peroneal artery access, the catheter was allegedly found to be lodged. It was further reported that the tip of the catheter allegedly got frayed and a part got stuck in the patient's vessel wall. Reportedly, after trying to retrieve the catheter numerous times out of the peroneal, the physician was able to get the support catheter to advance over the tip of the catheter, and it was removed from the body with extreme difficulty. The current status of the patient is unknown.